Event description:
Caller states the patient tested >8.0 inr on the coaguchek xs system and 4.07 inr on a comparison lab. Caller states that the coumadin had previously been held for one day. Caller states that the coumadin was held for another day based on the lab result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
A (B)(6) male patient underwent an additional evar procedure on (B)(6) 2010. The patient had received a zenith main body with iliac limbs and over time one of the limbs separated causing a type I endoleak. The separation occurred on the right at the graft to limb overlap. The area representative stated that it appeared that the tortuosity caused the graft to pull back leading to the separation. Two zenith iliac leg grafts were placed before the internal iliac to form the limb and seal off the endoleak. The secondary procedure successfully sealed the "gap" and the endoleak was no longer present.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.